Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing. The shock impedance measurements were observed to be high at 120 ohms. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient received another inappropriate shock. Surgical intervention was later performed and the s-ICD system was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing. The shock impedance measurements were observed to be high at 120 ohms. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing. The shock impedance measurements were observed to be high at 120 ohms. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient received another inappropriate shock. Surgical intervention was later performed and the s-ICD system was explanted and will be returned for analysis. No additional adverse patient effects were reported.